Event description:
An attempt was made to administer device pacing therapy to the patient, as a last ditch effort at resuscitation. Reportedly, the operator could not turn the device pacer on. The observation or observations upon which this allegation was based was not reported. The patient was not resuscitated. The facility stated the patient outcome was not affected by the reported discrepancy, due to a lack of patient viability.